Event description:
Implantation occurred on (B)(6) 2011. During the 90-day follow visit a screw was noted to have backed out as noted in radiographs. There are no current plans to perform revision surgery and the patient will be monitored. There was no patient injury.

Manufacturer narrative:
(B)(4). Review of radiographs suggest that the implanted construct has migrated as a result of a lack of purchase of the screws in the vertebral bodies. It is suspected but not confirmed that the patient has poor bone integrity and this may have contributed to the reported event. No revision surgery has occurred. Investigation into root cause will continue when product becomes available. When subsequent relevant information is obtained, a follow-up report will be filed. Review of pertinent labeling notes: "contraindications include but are not limited to: patients with inadequate bone stock or quality. Potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant."